Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating the device had "fray cord with exposed wires." It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional information provided.